Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 18 may 2026 from a 53-year-old male patient with a medical history including end stage renal disease, who stated he experienced diarrhea, vomiting and fever following a home hemodialysis treatment and went to hospital, date unspecified. Although requested, additional information was not provided.